Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the end of the device's pouch broke off when removing it from the umbilical incision while the appendix was still inside the pouch. A telescope was reintroduced to retrieve 2 small pieces of plastic which broke off the pouch. A new device was used to resolve the issue and complete the case. There was no patient injury.